Manufacturer narrative:
(B)(4). Two actual and three companion units were received for evaluation purposes related to breach in sterile pathway condition. Units were visually did not present visual defect. The results were satisfactory to pressure test at 8psi and to functional test 0/6. The reported condition was not confirmed.

Event description:
On may 25 2010, a customer reported a complaint regarding one v-link microbore catheter extension set with silver antimicrobial coating, lot# ur10d09076, product code 6n8374. The customer reported that the device cracked at the luer. The process step was during use on patient, and there was no report of patient injury or medical intervention. The sample is available for evaluation.